Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02960. (B)(4) clinical study. It was reported that angina,dyspnea, ischemia and in-stent restenosis (isr) occurred. On (B)(6) 2010, the patient presented with substernal chest pain radiating to the left side and right jaw. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure was performed. The target lesion was a de-novo lesion located in mid left anterior descending (lad) artery with 60% stenosis and was 22mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with direct stent placement of a 3.00 x 24 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 9%. The target lesion #2 was a de-novo lesion located in proximal lad with 95% stenosis and was 14 mm long with a reference vessel diameter of 3.00 mm. The target lesion #2 was treated with direct stent placement of a 3.00 x 16 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 9%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, during follow up visit, the patient presented with chest pain and shortness of breath. On an unspecified date, myoview stress test results indicated a reversible anterior defect consistent with lad ischemia and cardiac catheterization was recommended. At the time of event, the patient was on aspirin only. The study drug per protocol was last taken on (B)(6) 2013 and other antiplatelet medication was last taken on (B)(6) 2011. Six days from the onset of symptoms, coronary angiography was performed and revealed lad (target vessel): 80-90% distal edge in-stent restenosis of proximal stent extending to the proximal edge of the mid vessel stent. The mid lad was treated with balloon angioplasty followed by placement of a 3.00 x 16mm promus drug eluting stent. Following post dilatation, residual stenosis was 9%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.